Manufacturer narrative:
Analysis of production: (3331/213) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period (B)(6) 2019 through (B)(6) 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The getinge field service engineer (fse) dispatched to investigate later confirmed that the reported issue was duplicated on the upper display of the iabp unit prior to repairs.

Event description:
It was reported that prior to use, the customer's biomedical engineer (biomed) observed that the screen of the cs300 intra-aortic balloon pump (iabp) failed to display an image. There was no patient involved an no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse resolved the display failure by replacing the video receiver board and screen. The fse then calibrated the unit, performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service. The full event site name is (B)(6).

Event description:
It was reported that the screen of the cs300 intra-aortic balloon pump (iabp) failed to display an image. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.